Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. The device was suspected to have migrated up gradually. Additional information received from the field representative indicated that the shocking lead impedance measurement returned within normal range. The patient will be evaluated on the next routine follow-up. This device remains in service. No adverse patient effects were reported.